Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. A sample was not received at the investigation site and no lot information is available; however, per the clinical information review, it is stated each tip was used for an average of ten cases before undergoing sterilization, therefore the root cause is user error. Per the direction for use, there are warnings that instruct the user that tips are intended for one procedure only. Do not reuse or reprocess the device. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s direction for use, there are warnings that instruct the user that tips are intended for one procedure only. Do not reuse or reprocess the device and based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are hundred percent visually inspected by trained operators using thirty times magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: prabhjot singh, vikas ambiya, gaurav kapoor, vijay kumar sharma, rahul, jyothi nandanan & ashok kumar (2025) metallic intraocular foreign bodies following torsional phacoemulsification surgery, seminars in ophthalmology, 40:3, 250-254. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
In literature study article, a non-healthcare professional reported that sleeve and phacoemulsification tip fracture at an unknown timing of surgery. The procedure type was unknown. It was unknown if the surgery was completed. No patient impact was reported. This report is pertains to the phacoemulsification tip involved in the reported event.